Event description:
Part fractured. Additional information: implant fractured. No other information reported.

Event description:
Part fractured. Additional information: implant fractured. No other information reported.